Manufacturer narrative:
The lot was manufactured between may 3, 2017 - may 4, 2017. The device was received for evaluation containing no fluid in the bladder. A visual inspection was performed and it was noted that the surface of the housing of the device was wet; however, there were no signs of any abnormalities that could have contributed to the reported condition. A function leak test was performed with no issues noted. The reported condition of a leak was not verified. The cause of the wetness on the housing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor showed evidence of leakage from an unspecified location. The pharmacist discovered that the housing of the device was sticky after patient use and therefore speculated that leakage had occurred during patient infusion. The infusor was filled with an unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.